Manufacturer narrative:
The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of device history record (DHR), treatment log files, and user manual (um). A review of the device history record (DHR) was conducted for hy1000t-us/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The treatment session logs were reviewed. No instances of any errors were observed before, during, or after the treatment pass and was completed successfully. The hydros robotic system's user manual (um) um0401-00-01, us, english, rev. C, was reviewed. 4.2.3 warnings: procedure avoid applying excessive compression to the prostate. Excessive compression can contribute to serious injury to the patient. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include the following, some of which may lead to serious outcomes and may require intervention: bladder or prostate capsule perforation. The hydros robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that a bladder perforation was viewed at end of focal bladder neck cautery. The treating surgeon is unsure of what could have caused it, however the fellow doctor does not think it was from aquablation. Patient did not need any further surgical intervention. It was reported that the patient has since been discharged and recovering well. No malfunction of the hydros robotic system was reported. The hydros robotic system's um lists bladder perforation as a potential risk of aquablation therapy. Based on the review of the information provided, plus a review of the treatment log files, DHR, and um, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that at the end of focal bladder neck cautery, the treating surgeon identified a bladder perforation. The perforation was viewed posterior laterally beyond the ureteral orifices (uo's). The surgeon described it as what looks like a "laceration" and a mucosal tear. Some fat was visible as well. The patient did not need any further surgical intervention. The patient has since been discharged from the hospital and is recovering well. No malfunction of the hydros robotic system was reported.